Event description:
On (B)(6) 2021, a patient in portugal underwent a placement procedure for percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported by the caregiver that the patient experienced a lot of epigastric pain and was taken to the emergency room. On (B)(6) 2023 the patient underwent a CT scan showing ¿¿verified suspected buried bumper¿¿ and a ¿¿paralytic ileus¿¿. On (B)(6) 2023, an endoscopy was performed where gastric stasis was found. On (B)(6) 2023, a hospital visit was carried out by the psp nurse, who verified that the patient was feeling better from epigastric pain. On (B)(6) 2023, it was reported that the patient was experiencing pain in ascending colon; gastric perfusion was started, and the patient underwent a second endoscopy for suspicion of panniculitis; which showed the peg was still in place. On (B)(6)2023, the patient was visited by psp nurse at the hospital who observed the patient started feeding and was tolerating it well. It was reported that she recovered from gastric stasis. On (B)(6) 2023, the patient was discharged home. Abbvie has made multiple attempts for additional information and clarification without success. No further information has been provided to confirm the suspected buried bumper.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.